Event description:
It was reported the device was in use with patient for infusion. The device was removed from use and a portion of the cannula remained under patient skin. No adverse effects reported.

Manufacturer narrative:
H10 ?device evaluation: one cadd cleo infusion set was returned for investigation in used condition. Visual inspection revealed that the cannula was detached. The customer reported product problem was therefore confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.